Event description:
The customer initially reported a screen error. The field service engineer, fse confirmed the display was not functioning. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.